Manufacturer narrative:
The insulin pump did not have a button error alarm; however, the device was received with no button response due to moisture on the keypad traces. The unit was unable to undergo the displacement test due to no button response. The following cosmetic damage was also noted: a cracked reservoir tube lip, minor scratches on the display window, cracked case at a display window corner, a cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube. (B)(4)

Event description:
The customer's mother reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 168 mg/dl. Troubleshooting was initiated for the button error alarm. The customer's mother stated that the pump was exposed to moisture for the first time and that the patient may have been sitting on the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.